Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that navigation was aborted due to an alleged inaccuracy of 3.5 to 10mm. The delay was less than one hour. The surgeon waited 20-minute after scanning the patient, checked the accuracy and deemed it inaccurate, leading to the surgery being aborted. There was no patient harm.

Manufacturer narrative:
The exports/logs were returned for clinical analysis. The analysis is still in progress. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the root cause of the reported deviation is a patient shift. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.